Event description:
It was reported that the patient became septic. The implantable cardioverter defibrillator (ICD)  system was explanted and replaced after treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The device was returned, analyzed, and analysis results reviewed that no anomalies were found.

Manufacturer narrative:
(B)(4). The device was returned, analyzed, and analysis results reviewed that no anomalies were found.

Manufacturer narrative:
(B)(4). The device was returned, analyzed, and analysis results reviewed that no anomalies were found.